Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacer dependent patient's holter monitor noted pauses. The patient was asymptomatic and did not feel the pauses. Upon device interrogation, right ventricular oversensing was observed and it was not reproducible with myopotentials. Patient was admitted to be monitored for two days. Patient was stable. The pacemaker was decoupled from the defibrillator. No further pauses on telemetry were observed. Decoupling the pacemaker has resolved the issue.